Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2009 via tha. It was reported that the pseudotumor was confirmed around the femoral neck by x-ray when a routine checkup. On (B)(6) 2020, the revision surgery was performed by removing the pseudotumor and replacing the stem, the head and the liner. The surgery was completed, and it was unknown whether there was any surgical delay. The surgeon commented that the pseudotumor was caused by mom. No further information is available.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.